Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error alarm and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. The customer stated that she had to go to the hospital for treatment due to high blood glucose levels and trouble breathing. The customer's blood glucose reading was 291 mg/dl. Nothing further was reported.